Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 251 mg/dl at the time of incident. Troubleshooting found that the customer was able to clear the alarms but the pump alarmed again and again. Customer was advised to purchase new pump. No further details given.